Event description:
The user facility reported that during a fistula exchange procedure the image on the evis exera lll gastrointestinal videoscope was very dark compared to the image with the first case. After completing the procedure, the scope was inspected and it was reported that there was a dirt/stain that was stuck to the illuminating lens, which affected the image quality of the scope. There was no report of patient harm associated with this report. This MDR is being submitted due to the scope that was used with a dirt or stain stuck on the illuminating lens of the scope, which is indicative of inadequate cleaning or reprocessing of the device prior to use.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Foreign material adhering from the outside could not be sufficiently removed due to insufficient pre-cleaning and rinsing. As a result, the light guide light was blocked, and the screen was dark. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. Olympus will continue to monitor field performance for this device.